Event description:
Allegedly pt. Is experiencing mom complications. Additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to unknown mom complications. Added the explant date.